Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, there was difficulty deflating the balloon catheter. The physician removed the inflated balloon without consequence or injury to the pt. The pt status is listed as "okay".